Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was discharged.

Manufacturer narrative:
D11: product ID: 3389, lot#: unknown, product type: lead. Additional review identified the specific model # for the reported event. See above. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that this date is based off the date of publication of the article as the actual event date was not provided. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. The reported events were from the following literature article: cui z, pan l, liang s, mao z, xu x, yu x, ling z. Early detection of cerebral ischemic events on intraoperative magnetic resonance imaging during surgical procedures for deep brain stimulation. Acta neurochirurgica 2019 doi: 10.1007/s00701-019-03029-x . If information is provided in the future, a supplemental report will be issued.

Event description:
The following event was reported in literature: reported event: patient 2: one (B)(6)-year-old male patient with subthalamic nucleus (stn) deep brain stimulation (dbs) for treatment of parkinson¿s disease (pd) experienced an ischemic event during the lead implant procedure. Postoperative imaging showed the site of the low-density ischemic infarct to be in the right thalamus; the lead was at the edge of the ischemia. Lead entry point was at the anterior thalamus and the site of the damaged blood vessels was the basal ganglia. The patient experienced left hemiplegia, weakness of the left face, light coma, lethargy, and dysarthria related to the ischemia. The patient¿s hemiplegia was described as severe and presented immediately after recovery from general anesthesia. Long-term complications included mild hemiparesis on the left side during 12-months of follow-up. The patient was followed-up for 23 months and experienced a 55% improvement in symptoms; the desired results were not achieved. It was noted that long-term follow-up imaging showed that not all patients in this study recovered normal morphological structure in the area of ischemic foci. The following device specifics were reported: lead model 3389 and lead model 3387.